Event description:
Customer reported an issue with inaccurate insulin fill estimates. No adverse impact was mentioned regarding the customer's blood glucose level. The customer declined further follow-up or any callback from customer technical support, so no additional actions were taken.